Manufacturer narrative:
B5 updated with additional information.

Event description:
It was additionally reported that there was only 1 reproduction cath and it was on right leg (impella leg) using lp side arm as donor.

Event description:
Clinical narrative: impella cp 10 was inserted through the 14fr low profile sheath in a 70 year old male patient presenting with ami/cgs being support with medical therapy and ECMO. The device was placed for lv venting. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. While on support the device functioned within the expected range for p-2 ,1.4 l/min with a d5w with sodium bicarbonate as the purge solution. After insertion of the 14fr low profile sheath diminished flows were noted so a distal limb perfusion catheter was placed. Distal limb perfusion may be diminished in patients who present in shock with large bore access sheaths in place and on vasopressors. The patient expired while on support. The death is unlikely related to the limb ischemia and is most likely related to the patients clinical presentation of shock stage d with multiple mechanical circulatory support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been provided in d3. Investigation summary: peripheral arterial/ischemia patient-device interaction: the root cause of the injury was unable to be determined due to insufficient clinical details.